Event description:
It has been reported that a physician has been performing laser surgery on pts using this device. This device is allegedly a black market laser that has not been approved in the u.s.